Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description; excessive ail with med. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were observed. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested and no leakages were observed. To replicate the reported defect of backflow, an extension set was attached to the sample piggyback tested and no backflow was observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect or air in line was unable to be confirmed. To replicate the reported defect of backflow, testing was completed. An extension set was attached to the sample and piggyback tested with no backflow observed. The sample was then cut apart to evaluate the valve which would allow backflow into the primary bag. Upon evaluation of the disk within this valve, it was seen the coating had varied on the disk within the valve. The disk is supplied by an outside vendor and investigation has been forwarded to the supplier to evaluate the coating on the disk. The reported defect was confirmed. An approved project is in place to further address issues with backflow. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.